Event description:
It was reported that the user experienced prolonged hyperglycemia at 348 mg/dl followed by hypoglycemia recorded at 41 mg/dl while using the ilet system, in the context of consistently announcing meals as ¿less than usual,¿ and treated the low with oral glucose tablets and tea; troubleshooting and education were provided, and a factory reset was discussed and deferred until the current continuous glucose monitor (cgm) sensor expires. Investigation included user-reported use patterns, along with education on correct meal announcement practices. Investigation of this case revealed that the device was functioning, and that maladapted meal announcements were likely driving algorithmic insulin dosing that contributed to the reported glycemic excursions. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that user technique related to meal entry was the probable cause.